Manufacturer narrative:
The device was received with battery voltage below end-of-service (eos) level. Further testing after replacing the battery indicated normal lead impedance and normal device functionality. Output verification tests were performed with normal results. Electrical and mechanical test results indicated normal eos functionality. The device was implanted for 7.33 years, indicating normal battery depletion. The reported event of varying impedance and threshold was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, varying right atrial impedance and threshold and right ventricular impedance and threshold values were noted on the device. The device was explanted and replaced to resolve this event. The patient was stable following this event with no adverse health consequences.